Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: nexgen lps articular surface size ef 10mm, item #00596403210, lot # 62020275. Nexgen tibial component, item# 00599603801 lot# 62026666. Nexgen cemented femoral component size e right, item # 00576401552, lot # 62007009. Nexgen all poly patella standard size 29mm, 8mm, item # 00597206529, lot # 62027343. Nexgen taper stem plug, item# 00596009900, lot# 62006487. Palacos bone cement, item# 00111214001 lot# 73754286. Palacos bone cement, item# 00111214001 lot# 73754286. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2017-00230, 0002648920-2017-00366, 0002648920-2017-00367, 0001822565-2017-01280, 0001822565-2017-01299.

Event description:
Patient reported experiencing pain approximately 5 years post implantation. No revision has been reported to date. Attempts to obtain additional information have been made, but no information is available at this time.